Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient was unable to enter MRI mode due to high impedances on all contacts. As a result, patient underwent surgical intervention on (B)(6) 2025, wherein the entire system was explanted to address the issue.